Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges stopped using the device because the machine is burnt and smells burnt. The patient also states that plastic odor. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient previously alleges stopped using the device because the machine is burnt and smells burnt. The patient also states that plastic odor. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Evaluation method code grid, evaluation results code grid, and conclusion code grid was updated.

Manufacturer narrative:
Additional information was received on august 20, 2023, and h11 should be reported as. The manufacturer received information alleging the dream station 2 advanced auto CPAP device. The patient previously alleged stopped using the device because the machine is burnt and smells burnt. The patient also states that plastic odor. The patient also states heater plate damage. There was no report of patient harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. Device problem code grid, evaluation method code grid, evaluation results code grid, component and conclusion code grid was updated.